Event description:
It was reported that during a low anterior resection procedure; after firing, the device would not open. The doctor commented that the device did not open even when he pushed the release button. When the doctor tried to pull the trigger manually, a strange noise was heard. Finally, he clamped both sides of the bowel and pulled to release. This happened on the second firing of the device. Additional suture was performed to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.